Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+3.5/090 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
B5: the problem was resolved with the removal of the initial lens. The surgeon does not plan to implant a replacement lens. The patients post-op condition is normal. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic stretched out. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).